Event description:
Manufacturer received a medwatch report alleging that a pt got up unassisted to use the bedside commode and was later found on the floor between commode and bed. Pt hit head when pt fell and subsequently died.